Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-old, male patient the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and the event electrodes were returned for evaluation. Visual examination of the electrodes found an excessive amount of hair attached to the adhesive foam. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The device was put through extensive testing and operated to specification. This investigation was closed as improper patient preparation prior to the application of the electrodes. The customer confirmed that the patient was not prepped and that it was user error. Analysis for reports of this type has not identified an increase in trend.